Event description:
It was reported that a malfunction alarm occurred but did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur afterward. Customer was advised to continue using the pump and to call back if any further issues arose, acknowledging and understanding these instructions.